Event description:
The end user reported that the cable's insulation was pulled back exposing the internal wires and that the cables had caused a pair of forceps to self-activate.

Manufacturer narrative:
Originally, conmed's distributor, (B)(4) received a complaint from their customer. The customer stated that the cable's insulation was pulled back exposing the internal wires and the cables had caused a pair of forceps to self-activate. Upon conmed's evaluation, the customer's complaint was confirmed as the cables internal wires were exposed. However, self-activation was not observed. To be consistent and conservative, conmed is filing this event with the FDA due to the report of a self-activation by the end-user. This report or other information submitted by conmed electrosurgery under 21 cfr part 803, and any release by the FDA of that report information, does not reflect a conclusion or admission by conmed electrosurgery or the FDA that the device, conmed electrosurgery, its employees, its contract service firms, or their employees caused or contributed to the reportable event.